Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. It was re ported that the pump was not working for 7 or 8 months so they took the pump out and put another pump in a few months ago. Patient stated that the first pump was never set up right.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that the first pump was put in by a surgeon and that the healthcare provider (hcp) never hooked the catheter up to the pump, so the pump stayed in their body for 6-7 months and they never had medication get inside their spinal cord. Patient stated that hcp would not take the pump out, so they went to another surgeon who took the pump out. Patient stated that the surgeon was appalled that the catheter was not even attempted to be connected to the pump.